Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device failed to calibrate. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.